Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. During inspection, olympus found foreign objects in air/water tube and cylinder. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material is likely simethicone. The foreign material may have remained because the device was not reprocessed properly due to a leak at the biopsy channel. However, a definitive root cause could not be determined. There was no deviation from IFU in reprocessing steps on the locations where foreign material remained. The suggested events are detectable and preventable by handling device in accordance with the following instructions for use (IFU). IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection". IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited the air/water (a/w) tube, cylinder, and jet tube (j-tube) had foreign material. There were no reports of patient involvement.